Manufacturer narrative:
Results: the embolization coil was detached and the stretch resistant wire (sr wire) was fractured. Clotted blood was present inside the introducer sheath. The pusher assembly was kinked approximately 5.0, 14.0, and 127.0 cm from the hub. Conclusions: evaluation of the returned ruby coil revealed the embolization coil was detached due to a sr wire fracture. This damage was likely a result of retracting the coil against significant resistance. Further evaluation revealed coagulated blood on the embolization coil and within the introducer sheath. If continuous flush is not used during the procedure, blood may begin to coagulate on the embolization coil and inside the introducer sheath. This coagulated blood likely contributed to the resistance experienced and the eventual fracture of the sr wire. Further evaluation also revealed the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and friction; therefore, the physician decided to pull the ruby coil out. However, the ruby coil unintentionally detached outside of the hub of the microcatheter. Therefore, the physician pulled the remainder of the ruby coil out and the procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.